Event description:
A malfunction was reported on the pump by the customer, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by giving pump reset information and helping the customer reset the pump. The malfunction code did not recur after the reset, allowing the customer to continue using the pump. The customer understood the instructions to call back if the issue reoccurs.